Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced hypoglycemia. Customer¿s blood glucose level was 51 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer does not allege pump was over delivering. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.